Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue; exposed to salt water with evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/29/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2015 with the following findings: on investigation, the pump failed to power on. Investigation of the allegation of a temperature issue was not possible due to no power to the pump. Moisture was confirmed in the display and a leak test revealed a leak at the display lens. The pump was opened for investigation and revealed moisture damage through the interior of the pump. Investigation confirmed the alleged moisture ingress but could not confirm or duplicate the alleged temperature issue due to no power to the pump as a result of moisture damage.